Event description:
Customer reported that the insulin pump was stuck in a loop that required him to enter the time and date, then it returned a motor error alarm. Customer reported that the motor error alarm occurred while he was trying to administer a bolus. Customer reported that the insulin pump had recently been dropped. Blood glucose level was 129.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor resistor. No unexpected loop anomalies noted during our testing. The insulin pump passed displacement, rewind and motor tests. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.